Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first prostar xl is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the device was returned deployed, the needles and sutures had been removed from the device at some point. There was a needle strike mark detected outside of the needle slot of the barrel. These findings are consistent with and confirm the reported experience of all the needles not being present during deployment. The witness mark of the needle striking the barrel face indicates the needle was deflected during deployment causing it to miss the needle slots and strike the barrel stopping deployment. Needle deflection during use can be influenced by factors that include, but are not limited to: manufacturing, deploying the device at an angle greater than 45 degrees, deployment in patients with challenging anatomical conditions such as a calcified or scarred access site; tortuous paths can also affect needle deployment during use. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The report of the access site being mildly tortuous may have been a contributing factor in the event. Based on the investigation findings, the reported failure to deploy the needles during the procedure, and subsequent failure to achieve hemostasis with this device appears to be related to the operational context during use of the device. The report of needle back down not being successful resulting in surgical intervention could not be confirmed, based on the analysis of the returned device; because the needles and sutures had been removed and there was no other damage or device deficiency detected that would have contributed to difficulty backing down the needles. A cause for the reported experience could not be determined. A review of the finished device history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
Subsequent to the initial medwatch report information received indicates that an attempt was made to perform needle-back down to remove the device from the patient, however it was unsuccessful.

Event description:
It was reported that a physician, trained in the use of the prostar xl device, attempted arteriotomy closure of a mildly tortuous common femoral artery (cfa) after an abdominal aortic aneurysm (aaa) procedure. Reportedly, while retracting the needles, the needles deflected outside the device. A cut down was performed to remove the device and achieve surgical closure. The patient lost 700 ml of blood and was transfused 2 units. Additionally, a prostar device was attempted in the opposite groin (cfa) with the same results, hemostasis was achieved surgically. A femoral angiogram was not taken prior to the procedure. The access site that was first attempted was described with no calcium, previously accessed, with some scarring. The procedural sheath size used was 22fr. There was no adverse patient sequela. Though requested, no additional information was provided.